Event description:
It was reported that a patient underwent placement of two interspinous spacer devices at l4 and l5 approximately seven years ago. The patient reports symptoms of pain in lower back and legs and alleges that the interspinous spacers have moved and are the cause of the pain. The patient also reported that "while sitting, most of the pain goes away but can hardly walk for 10 to 15 minutes". No further information could be obtained from the patient.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.